Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken to replace the pt's ipg after the device lost power. The expected life of the ipg was reportedly three years. This info was relayed to the MFR via voluntary report no. (B)(4). It is possible this event was previously reported by the MFR; however, without a serial number of the suspect device, we are unable to confirm.